Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to cholesteatoma and infection and at implant site. Re-implantation is planned but has not taken place at the time of this report april 22, 2016.

Manufacturer narrative:
The device was explanted on (B)(6) 2016.